Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported, that the patient underwent a heart transplant. It was later communicated, that heartmate 3 left ventricular assist system (lvas), serial number#: (B)(6), operated as expected. The patient was not elevated on the transplant list secondary to a device or therapy-related issue. And that the transplant was routine abbott determined, that this event no longer meet the requirements of a complaint. However, an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation, from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. As well as, information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the patient underwent a heart transplant. It was later communicated, that the device operated as expected. The patient was not elevated on the transplant list secondary to a device or therapy-related issue. And that the transplant was routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant.